Manufacturer narrative:
D4 and h4 updated based on product details that were received.

Manufacturer narrative:
Additional information has been provided in b5.

Event description:
Additional information received indicates, red concentrated urine.

Manufacturer narrative:
D4: corrected UDI.

Manufacturer narrative:
Corrected information was provided in d4 (catalog, serial). Corrected information was provided in e4. Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of hemolysis was not determined since no product was returned and due to insufficient log review/clinical details. The cause of the injury was unable to be determined due to insufficient clinical details. The cause of device in wrong position is not determined due to insufficient clinical information. The cause of device being used beyond manufacturer expiration date/shelf life is likely use related based on production records review.

Manufacturer narrative:
H9: please omit 95129, this was added in error.

Event description:
Additional information indicates "the impella cp found that it was implanted on (B)(6)2025 at texas health heart & vascular arlington by dr atif sohail under case number 01533660. I do not cover this account and did not enter the case (e. Chandler did) but the patient seemed to have transferred to one of my primary accounts th presbyterian dallas"

Manufacturer narrative:
Additional information has been provided in b5

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a 52 year female was implanted with impella cp for support during a high-risk cardiac procedure. It was reported that during support, the patient developed hemolysis with low output red concentrated urine. Additionally, ectopy occured overnight, and the impella was repositioned and pulled back slightly by the doctor.